Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the cause of the out of range impedances was not determined. It was reported impedances were the same after the new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the impedances were reported but not out of range. All were below 4,000 and the physician was aware of these levels. No further action was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported therapy was fine but the impedances were elevated. The electrode impedances were run at 3v and the patient was programmed using contacts 01. Impedances were: 03, 8251, 13, 7835, 23, 6805. The caller was not with the patient to do further troubleshooting. No symptoms or complications were reported or anticipated.